Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no battery in the battery tube. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed all functional tests. Unable to perform data analysis. No data available due to insulin pump received with no battery installed.

Event description:
The caller stated that the customer was found passed away at home, in a recliner. She stated that the customer was not feeling well and was having issues with high blood glucose levels all evening. The cause of death was cardiac arrest, copd, and type 2 diabetes. A finger-stick reading at 4:30am showed blood glucose over 600 mg/dl. It came down to 558 mg/dl, but went back up. The customer got very sick, very thirsty, made a peanut butter toast and spit it out. The spouse took a finger-stick reading, and was told by the customer to leave him alone. On (B)(6) 2015 the customer went to the emergency room for back-pain and had an MRI. The customer had been disabled since 1983, had fibromyalgia, neuropathy, numbness in right leg, torn rotator cuff, colon failure and was in ICU last summer. Had arthritis and diabetes for the past 5 years. He was wearing the insulin pump and the c-pap machine at time of death. He was not using sensors and was not wearing one at the time of death.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.